Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) was confirmed. Upon investigation the monitor was unable to run detect and treat testing. The monitor was resetting at the splash screen. The cause for the failure was isolated to corrupt programming. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.